Event description:
It was reported that the patient had his artificial urinary sphincter system replaced for unknown reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
Balloon: catalog number 72400024, serial number (B)(4), expiration date: 06/12/2017, manufacturing date: 06/2012. Pump: catalog number 72404127, serial number (B)(4), expiration date: 05/03/2013, manufacturing date: 05/2012. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.